Event description:
Customer called to report not being able to advance driver arms, however customer was able to fill reservoir. Troubleshooting was performed with insulin exiting. Customer denies pump being dropped or exposed to moisture.